Event description:
Customer reported an emergency room visit to receive a prescription for syringes to treat high blood glucose. Customer also reported a previous hospitalization. Customer's blood glucose reading was 581 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.